Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, lymphadenopathy, and silicone migration. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, lymphadenopathy, and silicone migration. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation; based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness was within specification). Lymphadenopathy: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported rupture as well as "presence of silicone substance in the interior of nodes in the left armpit¿ diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.